Event description:
Covidien received a report that the user responded to a monitor alarm, found resident non-responsive and cyanotic. Code blue was initiated. The alarm volume default setting was set at a 2 out of a range of 10. The volume was too low to be heard in a noisy environment. Pulse oximeter was not connected to the nurse call. There was no cable to attach the pulse oximeter to the nurse call system. Investigation by covidien of this report determined that cardiopulmonary resuscitation (CPR) was administered and the patient was successfully resuscitated. The facility pulled the unit from service, inspected, and placed the unit back into service. The facility changed their protocol to ensure that the default volume is appropriate for the noisy environment. Facility indicated that the nurse call system was not a factor in the incident, as the nurse call system was not in use for this unit.

Manufacturer narrative:
No product returned for investigation; there was no allegation of product malfunction received. The service history record for the unit was reviewed and observed no relevant history to this event. Labeling: nellcor operator's manual npb-295 pulse oximeter-start-up and use: page 33; warning: do not silence an audible alarm or decrease its volume if patient safety could be complicated. Page 44; default settings - alarm volume: 75 db (a) peak at 1 meter (volume setting of 5).